Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown source. This was found before use. The nurse observed approximately 20 ml of fluid within the over pouch of the device. No defects were noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 24, 2014 and may 27, 2014. The sample was not returned; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.